Event description:
It was reported that a revision surgery was performed due to the neck of the stem fractured.

Manufacturer narrative:
The associated complaint device was not returned. Without the actual device involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. The clinical medical investigation concluded that the x-rays provided confirm the report but cannot conclude a root cause of the broken neck. The lack of bone support or trauma cannot be ruled out. Based on the limited information provided and without the return of the device for evaluation, the root cause of the reported fractured neck stem cannot be determined. The impact to the patient beyond the revision cannot be concluded. Should additional information become available this issue can be re-elevated. No further clinical assessment is warranted at this time. No further actions are being taken at this time. We consider this investigation closed.